Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2024. The new surgery date is tbd. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the eo method. This sn was sterilized on eo load (B)(6). No ncmr's are associated with this eo load. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Cannot definitively determine if the device caused or contributed to the failure mode. Fmea-02604 rev ak was reviewed. Infection is a known risk of total knee replacement surgery. The risk of infection is adequately captured within the fmea document. No updates to risk analysis documentation are required at this time.

Event description:
The surgeon has ordered the following replacement parts: ordered date- description -catalog number - serial # - (B)(6) 2024 itotal identity ps tibial insert, no trial, ipoly xe, 6mm, right rps-020-0600-020113 (B)(6); (B)(6) 2024 itotal identity ps tibial insert, no trial, ipoly xe, 8mm, right rps-020-0800-020113 (B)(6); original surgery date: (B)(6) 2024. New surgery date: tbd.